Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4).

Event description:
Device 2 of 2. Reference MFR report #3006705815-2017-00265. It was reported the patient was implanted with two trial leads. Two days later the patient went to the emergency room due to a painful headache. The leads were explanted and it was noted the patient suffered a cerebrospinal fluid leak. The patient was treated with caffeine.